Manufacturer narrative:
Corrected data: in review, it was noted that an incorrect verbiage 'h3-81 (other)' was used in the section 'h10' of the initial emdr report which has been corrected in this supplemental report as follows: section h3-81 (other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted to date. Unique identifier (UDI) number: UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens was implanted, it was found that two fibrous substances were attached to the iol. It was indicated that the foreign materials were noticed after the lens was implanted. One substance was removed, and another one remains in the eye. The patient is to visit the physician next week. A non-johnson & johnson injector and cartridge were used in the operation. There was no patient injury reported. No further information was provided.